Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The latch was found deformed as indicative of it being detached from sled, that is why the internal cannula components were not sliding properly. In addition, the ratchet pawl was found excessive wear and tear, that is why the lockout counter did not work correctly and reached the orange color before all straps were delivered.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an eventration procedure on (B)(6) 2016 and absorbable straps were used. The straps would not anchor to the cooper&#38112;ligament. Another like device was used to complete the procedure. There were no adverse patient consequences.